Manufacturer narrative:
H.6. Investigation summary: it has been received 16 unused samples received of 20ls lot 1812293 for investigation. Upon visual inspection of these 16 samples, it can be observed the 16 blisters are open-seal at one side because they have been wrongly cut. As consequence the variable info printed on them is not legible since it is cut. DHR of lot 1812293 has been reviewed not finding any annotation or deviation regarding the alleged defect. Both defects have been caused due to film movement from their position in packaging machine. During primary packing process film and paper are guided along a chain in the packing machine. Once the blisters are sealed, longitudinal and transversal cutters cut the blisters. A photo-cell also detects when film is moved from the correct position and alarm message alerts to operator about it in packaging process. A failure in this photo-cell has caused this defect was not correctly detected. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a movement of the film in packaging machine from its correct position, causing open blisters when cutters cut. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastipak¿ syringe package was damaged and the label information was illegible. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the packaging of bd 20ml syringes lot 1812293 is not hermetic, the edges of the package are peeling off; in addition, for some, the expiry date is not legible."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe package was damaged and the label information was illegible. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the packaging of bd 20ml syringes lot 1812293 is not hermetic, the edges of the package are peeling off; in addition, for some, the expiry date is not legible".